Event description:
The device was used during a laparoscopic hernia repair procedure. The knife blade disengaged. The surgeon used another device to complete the procedure. No pt injury reported.

Manufacturer narrative:
1/13/97- supplemental report #1 sent to FDA.